Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) failed and that the raid drive failed. The biomed removed the backup drive for this unit in the past and never replaced it, and they do not have a backup. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) failed and that the raid drive failed. The biomed removed the backup drive for this unit in the past and never replaced it, and they do not have a backup. Not in patient use. Investigation conclusion: the customer reported that an ICU cns-6201 experienced a raid failure. Review determined that the backup drive had previously been removed by the facility and was never replaced, leaving the system without redundancy. The unit was not in patient use at the time of the report. Nk tech support advised that the cns-6201 / pu-621ra platform is end of life and confirmed that replacing the system with a cns-2101a was acceptable. The customer proceeded with replacement using a cns-2101a. No patient harm or adverse events were reported. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) failed and that the raid drive failed. The biomed removed the backup drive for this unit in the past and never replaced it, and they do not have a backup. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) failed and that the raid drive failed. The biomed removed the backup drive for this unit in the past and never replaced it, and they do not have a backup. Not in patient use.